Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of valve, wear abrasion, white particles device inner surface and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported left side deflation. Additional report of "left breast changed in contour and became smaller". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Additional report of "left breast changed in contour and became smaller". Device has been explanted.